Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. A spiroflex® angiojet® thrombectomy set was selected for a thrombectomy procedure in the mid-distal right anterior tibial artery. The catheter worked on the first aspiration pass, however, when the second pass was attempted an error message to "reprime" displayed. Additionally, a leak was observed around the pump. The procedure was completed with a different device. There were no patient complications reported, however a prolonged procedure was alleged due to the catheter malfunctions.